Manufacturer narrative:
Isi has not received the instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure has not been determined. If the instrument is returned and if additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that right after the use of the vessel sealer extend instrument to seal the ileocolic artery, the patient experienced bleeding. As a result, the robotic procedure was converted to an open traditional surgical procedure, and sutures were placed on the ileocolic artery to control the bleeding. At this time, the root cause of the customer reported event is unknown.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, after the use of a vessel sealer extend instrument to seal the ileocolic artery, the patient experienced bleeding. As a result, the surgeon had to convert the procedure to an open surgical procedure and place sutures to control the bleeding. On 02/05/2020, intuitive surgical, inc. (Isi) contacted the surgeon, and obtained the following additional information regarding the reported event it was stated that after the ileocolic artery was sealed with the vessel sealer extend instrument, the patient experienced bleeding, as a result, the surgeon had to convert the procedure to an open surgical procedure and place sutures to control the bleeding. The surgeon had confirmed that the vessel was not calcified, no tissue bunching, the staff heard the audible tones indicating that the sealing cycle was complete, and that the system did not generate any errors. The surgeon stated that the bleeding "was not a whole lot." Since the surgeon was in a rush to get back to the or, he did not provide information on the estimated blood loss, if any blood transfusion was administered to the patient, and information regarding the generator settings.